Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
R. Ozpar, o.f. Nas, k. Hacikurt, m.o. Taskapilioglu, h. Kocaeli, b. Hakyemez. Endovascular treatment of intracranial arteriovenous m alformations using detachable-tip microcatheters and onyx 18. Doi: 10.1016/j.diii.2019.01.009. Medtronic literature review found a report of a patient complications after the use of onyx. The purpose of the article was to evaluate clinical and imaging features before embolization, data of embolization procedure and outcome in patients with ruptured or unruptured intracranial arteriovenous malformation (avm) who were treated by endovascular embolization using detachable-tip microcatheters and onyx 18. Forty-three patients treated with endovascular embolization using a detachable-tip microcatheter and onyx18 between january 2008 and april 2016 were evaluated. There were 27 men and 16 women with a mean age of 35.9 ± 14.1 years. Thirty-five of 43 patients had ptff. A total of 42 embolization sessions were done for these 35 patients. The article describes the following post-procedure events: - death occurred in 2/42 sessions (5%) and 2/35 patients (6%). Deceased patients had one embolization session. Death occurred in early post-procedural period in both. One of the patients who died could not be certainly evaluated for procedure-related complications. He passed away in intensive care unit after 24 hours from procedure due to hemodynamic instability. The other deceased patient experienced intracranial hemorrhage after procedure.